Event description:
It was reported on (B)(6) 2015, that during a follow up visit related to a sign im nail implant surgery to repair a fractured left femur; the patient x-rays revealed a loosened proximal screw. The loose screw was removed during the follow up visit. Healing of the fracture had already occurred.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the loosened screw is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Healing of the fractured left femur had already occurred. The loose proximal screw was removed by the surgeon at the time of the follow up visit. Sign fracture care international continues to monitor these events as part of our post market activities.